Manufacturer narrative:
(B)(4). Medical product: vngd ssk 360 femur l; 67.55 catalog #: 185285 lot: 3444874; bmt smooth knee stem 14x80 catalog #: 145024 lot: 304650; vg da 360 o/s tib tray cocr 75 catalog #: 161431 lot: 3548240; biomet smooth knee stems 10x40 catalog #: 145000 lot: 458990; bmt 360 tib 5.0 offset adapter catalog #: 185211 lot: 497590; vg da360 tib brg arcm 71/75x16 catalog #: 161449 lot: 3267971. Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02748, 0001825034 - 2021 - 02749, 0001825034 - 2021 - 02750, 0001825034 - 2021 - 02751, 0001825034 - 2021 - 02752.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Approximately 3 years postop, the patient underwent. A manipulation under anesthesia with 48 hours of inpatient physical therapy due to limited flexion and extension. The patient continued to experienced a decrease in range of motion with debilitating pain and inability to perform adls. At the 7 year follow up the patient states that due to rheumatoid arthritis they are always in pain and have difficulty walking and rising etc. But the knee never gives any problems with pain or movement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) could not be performed because they are not available to be found. Joint assist records were provided and reviewed by a health care professional. Review found presented with pain and problems walking. The patient received an manipulation under anesthesia. Patient continued to have pain, walking problems, range of motion was 0-30 deg. X-rays revealed no complications. Patient has rheumatoid arthritis. Further medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.